Manufacturer narrative:
Age at time of event: 18 years or older. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-12272. It was reported that the rotawire tip became stuck in the lesion and detached. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery(lad). A 330cm rotawire¿ was advanced into the target lesion with no resistance. A 1.50mm rotalink¿ plus was then advanced over the roawire using dynaglide mode. However, the tip of the rotawire had moved into the septal branch, got stuck due to a spasm and detached near the coil part. The detached portion remained in the septal branch and was removed using a non-bsc microcatheter and a snare. No fragments were left inside the patient's body. No further patient complications were reported and patient's status was stable.